Manufacturer narrative:
Corrected data: e3. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: contact person phone number: (B)(6). Contact person occupation: biomedical engineer. Contact department: biomed. Getinge field service engineer (fse) arrived and tested the unit and found no issue with the charging of the unit, as the batteries were around half full and started charging normally once the unit was plugged in. Fse suggested to the biomed that they inspect the electrical wall outlet where they claim this unit was plugged in. Unit is missing all patient cables and the doppler. Due to these missing items, the unit is not cleared for use until these items are replaced. Customer is electing to keep this unit down at this time. The investigation shall be closed now. If any new information received about part replacement the complaint will be reopened and update it.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit was not charging. There was no patient involved.